Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment for the event was not reported. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis and was still hospitalized. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.